Manufacturer narrative:
The lot was manufactured from january 20, 2020 - january 21, 2020. The device was evaluated. A visual inspection was performed using the naked eye found the white flow restrictor housing had been damaged (indentation lines). Although the white flow restrictor housing was damaged, the blue winged cap was able to be manually removed from the flow restrictor housing. The cause of the condition was not determined; however the most probable cause is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a large volume infusor, the white flow restrictor housing was found damaged (indentation lines). There was no patient involvement. No additional information is available.